Event description:
The balloon ruptured while being hand inflated during a fistulogram. While trying to retract the balloon into a 7f sheath, the distal portion of the balloon and radiopaque marker came apart and went into the pulmonary artery. During the procedure the pt was experiencing an irregular heart rhythm and was transferred to the hospital. At this time it's unk how the procedure was completed.

Manufacturer narrative:
(B)(4). One used and damaged atb balloon catheter was returned for evaluation. During the investigation, a review of the complaint history, documentation, instructions for use (IFU), quality control (qc), trends, and a visual inspection was conducted. The device was returned in two separate pieces. The first piece contained the hub, strain relief and approximately 1 cm of catheter. The second piece contained the remaining catheter portion that was noted to be stretched and kinked, along with a short section of the proximal end of the balloon. The remaining section of balloon and the tip material were not returned. The balloon burst circumferentially. The balloons are 100 percent inspected for visual defects and tested for rated burst pressure. Quality control personnel 100 percent verify the balloon does not leak (low pressure and high pressure check), checks balloon for surface defects, and verifies surface of catheter is smooth, clean, not kinked and not damaged. The balloon has undergone burst compliance and fatigue verification testing. The device is supplied with an instructions for use (IFU)l which lists the proper indications, warnings, precautions, contraindications, and proper usage techniques including inflation/deflation and device removal methods. The rated burst pressure (rbp) is listed on the IFU and the labeling. For this specific rpn, the nominal pressure is 5 atm/bar and the rbp is 15 atm/bar. The IFU states, "do not exceed rated burst pressure. Rupture of balloon may occur. Adhere to balloon inflation pressure parameters in fig 1. Over-inflation may cause rupture of the balloon, with resultant damage to the vessel wall. Use of a pressure gauge is recommended to monitor inflation pressures." The IFU also states, "if balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit." Over inflation has been known to contribute to balloon ruptures. In the absence of external restraints, the balloon should inflate to the recommended pressures. If severely constricted by sources such as tortuous anatomy or severe calcification, the chance of rupture may increase. If the device was attempted to be withdrawn through a sheath or introducer following rupture, the sheath/introducer could have contributed to difficult removal and aided in the separation. Based on the information provided and without additional information, a definitive root cause cannot be determined. We have notified appropriate internal personnel and will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera), no further action is required.

Event description:
The balloon ruptured while being hand inflated during a fistulagram. While trying to retract the balloon into a 7 fr sheath, the distal portion of the balloon and radiopaque marker came apart and went into the pulmonary artery. During the procedure the patient was experiencing an irregular heart rhythm and was transferred to the hospital. At this time it's unknown then patient outcome or how the procedure was completed.

Manufacturer narrative:
(B)(4). The event is currently under investigation.